Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5565100, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/21/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: baker's grade ii capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with 425cc mentor memorygel breast implants experienced left sided rupture and bilateral capsular contracture post procedure. The rupture was confirmed by mammography. The left sided capsular contracture was baker's grade IV. The right sided capsular contracture was baker's grade ii. As a result, the device was explanted on (B)(6) 2019. The left sided rupture had been reported previously under 1645337-2019-11888. On (B)(6) 2019 mentor received additional information and initial awareness of the bilateral capsular contracture. This report relates to the right prosthesis.